Event description:
It was reported that a union screw began to back out of the plate. It is unsure whether the locking mechanism was actuated or not. The patient experienced pain, leading to an MRI scan (MRI images are unavailable). However, an image was shared, showing one of the locking mechanism tabs appears to be broken, allowing the screw to back out. A revision surgery was performed and the union plate was removed. As of 19 march 2025, the plate has not been returned for evaluation.